Event description:
It was reported that the patient experienced a return of symptoms. The patient's physician believed that the catheter had become dislodged. The drug used within the pump was dilaudid. No information regarding the patient's outcome was provided.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).